Event description:
Customer was admitted to hosp for high blood glucose and headaches. Customer has been off the pump for several hrs and had a blood glucose of 871 at time of admission. Customer apparently attempted set change but was unsuccessful and stopped using the pump. Customer suffers from neuropathy and requires assistance.